Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was replaced with a non-medtronic bioprosthetic valve due to persisting moderate regurgitation. The patient tolerated the procedure well and no further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.